Event description:
It was reported while using bd vacutainer® sst¿, 5 tubes underfilled. Blood pooling in the stopper well was also observed. There was no health impact or consequences reported.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.